Manufacturer narrative:
(B)(4).conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported that a patient underwent a laparoscopic ipom, umbilical hernia repair procedure in (B)(6) 2012 and mesh was placed. On (B)(6) 2013, the patient underwent a re-operation due to a recurrence on the right lateral side. This recurrence was treated with a sublay-technique and a different type of mesh was used. During the re-operation, the surgeon found minor adhesions and the recurrence formed at the lateral edge of the mesh where the mesh wasn´t grown in at all. The mesh was easily detached from the abdominal wall on that side. No additional information was provided.